Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there was a stimulation detected and reprogramming was done to ceased the stimulation. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced chest thumping. Boston scientific technical services consultant (ts) referred the patient to health care professional (hcp). As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information received which indicates that the patient was seen in the emergency room (ER) and the stimulation was detected the next day during the right ventricular (rv) lead revision procedure. There was an intermittent nerve stimulation and the left ventricle (lv) pacing vector was reprogrammed and the stimulation was ceased.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced chest thumping. Boston scientific technical services consultant (ts) referred the patient to health care professional (hcp). As of this time, this crt-d ead remains in service. No adverse patient effects were reported.